Event description:
It was reported that during a surgical procedure, the physician was utilizing a procise xp plasma wand. While ablating tissue, the tip of the wand reportedly became charred. A new wand was retrieved in order to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.